Manufacturer narrative:
Qc prior to the event was within lab established ranges. Qc was not run after the event. On (B)(4) 2010, bci field service engineer (fse) flushed the reference channel and replaced the carbon bridge and reference reagent.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) and chloride (cl) results for three (3) patients generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory. The samples were repeated and higher results were obtained. Amended reports were initiated. Patients treatment was not initiated or withheld by this event.